Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported a dye study was performed because a cerebrospinal fluid leak was suspected. The reporter stated, the leak was suspected because, there was a soft bump around the incision on the patient¿s back. It was noted, the dye study looked fine. It was further noted, the patient was getting good relief and did not have a headache or anything. The reporter stated, the bump was discovered yesterday. The pump contained morphine. Additional information received reported, the soft bump was not device related and the cause was not determined. It was noted, the patient had not developed any symptoms. It was further noted that no actions or interventions were taken or planned. The reporter stated, the patient had 50% relief. Additional information received reported, the patient had a csf leak. The reporter stated, the system was implanted 2.5 months ago and it was determined the patient had a csf leak. It was noted that a dye study did not show any issues. It was further noted, the leak was coming around the catheter and was creating a seroma at the spinal incision. The reporter stated that a revision was performed and a new distal section of catheter was implanted. The reporter further stated that duraseal was used on the previous hole. It was noted, the patient had been in the hospital since 2014 (B)(6) with fluid in their back pocket site.